Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, the tube ruptured during centrifugation resulting in blood spillage, and contamination of the assembly line and centrifuge. This event occurred 1 time and no user or patient impact reported.

Manufacturer narrative:
G5: PMA/510(k)#: one additional code applies; k230855. Investigation summary: "material #: 367983. Lot/batch #: 4038558. Bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for cracked tube leaking blood was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination for damages and the issue of cracked tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of cracked tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."